Event description:
It has been reported to philips that the machine had to be rebooted three times and would not boot properly. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system on-site and confirmed that the system does not boot up multiple times. Upon functional testing, it was found that flexvision pc was defective. The fse replaced flexvision pc and hard disc. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.